Event description:
It was reported that during a renal angioplasty treatment procedure, the thruway guidewire ruptured the angioplasty balloon. When the physician was inserting a cordis balloon catheter, the back end of the wire was caught on the balloon and the balloon ruptured. It was noted that a sharp end protruded through the stiff end of the guide wire. A different guidewire was inserted and the procedure was successfully completed with no pt complications. The current pt condition is reported as 'ok'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.